Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient found out he cannot do welding because when he tried he ¿got lit up.¿ this occurred in 2011, about 2 years after implant. The patient further report he knows he cannot touch his fence wire with the new power lines because he will be electrocuted. No further complications were reported/anticipated.